Manufacturer narrative:
The following fields have been updated with additional information: multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: unknown d.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown d.4. Medical device lot #: 20065763 d.4. Medical device expiration date: 2023-06-08 h.4. Device manufacture date: 2023-06-08 it was reported that the flexible tubing had an area that ballooned out. Received from the customer was one used primary set model 2426-0007 lot unknown and one new unopened set model 2426-0007 lot 20065763. The pcu and pump device that were in use during the customer event were not returned for evaluation. The used set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection confirmed a balloon in the silicone tubing pump segment (p/n 12088541) near the upper fitment (p/n tc10008721). No other anomalies or evidence of damage were observed upon initial visual inspection. No issues were observed with the new unopened set during visual inspection. Functional testing was performed by filling a lab IV bag with blue-dyed water and attaching the returned new unopened disposable set allowing fluid to flow through the set via gravity. The set primed completely with no balloon, separation, leaking, or other issues observed. The primary new set was loaded into a lab pump module and an infusion was programmed at a rate of 100ml for one hour. The infusion completed with no occlusion alarms noted. The set was removed from the pump module and no balloon bulge were observed. Note: no functional testing was performed on uses set received. Equipment used (inspection and testing performed on (B)(6)-2020) - ram optical instrumentation/eq08204/calibration due date 5-feb-2021 - 8015 alaris pcu 1.5, eq10291, calibration due date: 20-mar-21 - 8110 alaris syringe module, eq08475, calibration due date: 12-aug-21 - calipers, eq02784, calibration due date: 19-dec-20 functional testing of previous complaints with the failure mode of ¿balloon/bulge in silicone tubing segment¿ was performed by placing the infusion set in an alaris pump module and closing the door, programming/running the infusion, pausing the infusion, and then injecting an IV push fluid bolus through a distal y-site of the infusion set. Testing included injecting an IV push bolus after clamping the tubing (below the pump segment but above the IV push site per the dfu) and injecting the IV push bolus without clamping the tubing. Ballooning was not replicated in any clamped testing but has been replicated in unclamped testing when the tubing had been visually observed to be compromised (from previous ballooning). Due to the high number of previously investigated complaints for this same failure mode exhibiting the same visual observations and functional testing results of ballooning caused by excess pressure within the silicone tubing segment when the tubing is not clamped per the dfu instructions, further functional testing of events reported for balloon/bulge in the silicone tubing segment is not required. This rationale is supported by instruction 7.2.2 of 1503-001-000-swi-mms (v. 02) cad complaint failure investigation (dir #10000360030_02) that states that the complaint failure investigation is not required if the investigation on the reported event has been previously performed and is supported by the technical customer advocacy manager. Further visual inspection of the silicone tubing confirmed that the tubing's concentricity was within specification on the used set received. Device history record could not be performed on model 2426-0007 because the lot # for the suspect set was not provided. Device history record for model 2426-0007 lot 20065763 shows that the set was manufactured on 8 june 2020 with a total of (B)(4) units. There were no qn¿s (quality notification) issued during the production build of this lot for the failure mode reported. The customer¿s report of balloon in the flexible tubing ¿pumping segment¿ was confirmed upon visual inspection. The root cause of this failure mode was not identified. Previously investigated complaints for this same failure mode determined that the ballooning is caused by excess pressure within the silicone tubing segment. The root cause for the source of the excessive pressure is unknown.

Event description:
It was reported that as lvp 20d 3ss cv tubing ballooned out. The following information was provided by the initial reporter: material no: 2426-007 batch no: 20065769. It was reported that the flexible tubing had an area that ballooned out. Customer response 10-aug-2020: question regarding adverse event. Was there any adverse event(s) as a result of the reported defect? No" the flexible tubing that sits in the chamber of the alaris pump had an area that had ballooned out. It did not seem to cause an error message, nor did it impair the infusion that was continuous until discharge. Was found by rn when removing the tubing from the machine.

Manufacturer narrative:
Medical device lot #: the customer provided an additional lot # 20065769. This does not match the catalog number provided. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Medical device lot #: unknown. Medical device expiration date: 2023-06-08 device manufacture date: 2020-06-08 a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d 3ss cv tubing ballooned out. The following information was provided by the initial reporter: material no: 2426-007 batch no: 20065769. It was reported that the flexible tubing had an area that ballooned out. Customer response 10-aug-2020: question regarding adverse event. Was there any adverse event(s) as a result of the reported defect? No". The flexible tubing that sits in the chamber of the alaris pump had an area that had ballooned out. It did not seem to cause an error message, nor did it impair the infusion that was continuous until discharge. Was found by rn when removing the tubing from the machine.